Event description:
Customer received false negative leukocytes results for an unknown number of patient samples. She states that it has been occurring for a few months, but is unsure of exact date when it began. One patient, yesterday, was reported as negative for leukocytes and the doctor questioned the results. Sample was examined microscopically and showed 5-10 wbc per hpf, also a culture was initiated which grew klebsiella greater than 6000. Patient was not adversely affected due to the erroneous result. No other samples were available for retesting.

Manufacturer narrative:
Customer changed internal calibration strip and recalibrated which resolved the issue.